Event description:
It was reported that during a gastrectomy procedure, the device was fired for the duodenum without any problems at the first firing. At the second firing, though a crashing sound was heard when the firing trigger was grasped completely. The release button was pushed after firing, but the release button did not return to the home position. The jaw could not be opened, even though the release button was pushed several times. As the closing lever was manually opened a little, the device could eventually be removed from the pt's body. The staples were formed properly and the knife cut the tissue as intended. Add'l suture was performed to the anastomosis. There were no adverse consequences to the pt. According to the sales rep, before the cartridge was loaded, the jaw was cleaned with water.

Manufacturer narrative:
Date sent: 04/14/2009. Info anticipated, but unavailable at this time.